Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Over past several weeks the patient having questionable t wave over sensing. In review of iegms from last week there is no true t wave over-sensing. Patient does have several episodes of non sustained mmvt and also of note are various different wide complexes from tip to ring that appear to be a questionable noise. Device therapy deactivated and vest placed on patient. (B)(6) 2016 - the patient was brought in for a follow-up and noise was confirmed on this lead. Currently, this lead remains implanted.

Manufacturer narrative:
On (B)(6) 2017 - we were notified that this lead was explanted due to noise. The explant date has been added.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, multiple signs of wear along the lead body were observed. In particular in the distal area of the lead near the shock coil, the insulation was found rubbed through. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which had impact on the motion of the lead. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. Furthermore the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process.